Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not responding. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that insulin pump had crack at battery compartment. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube. All buttons functioning properly no damage on the keypad assembly.